Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients cervical lead had migrated. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient¿s lead was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023, where the cervical lead was repositioned. Therapy was restored post-op.